Event description:
It was reported that during patent use the device had an oxygen leak. Adverse patient effects are unknown.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. No physical damage was found on the device. Per functional testing, oxygen gas was leaking from the supply gas pressure indicator inside the main unit. The complaint was confirmed. The root cause was the supply gas pressure indicator assembly. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The supply gas pressure indicator was replaced. The device passed all functional and delivery tests.

Manufacturer narrative:
**UDI related data quality updates only**